Manufacturer narrative:
Serial number: (B)(6), expiration date: 27-apr-2024. The revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or a combination of the three. Device manufacture date: 30-apr-2014.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-10-15, humeral tray +15mm; 320-46-13, equinoxe reverse 46mm humeral const liner +2.5; 320-20-00, eq reverse torque defining screw kit; 320-15-05, eq rev locking screw.

Event description:
As reported, approximately 5 years postop, this (B)(6) y/o male¿s shoulder was dislocated. After opening the shoulder, it was identified that the poly liner was disassociated from the humeral tray. After trialing, the surgeon chose to re-implant the same sized components that were removed. Patient was last known to be in stable condition following the event. Patient asked for devices, devices will not be returned to the manufacturer.